Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer stated blood glucose at time of incident: 482 mg/dl. Customer took 19.1 units and toward the end of the call their blood glucose went down to 439 mg/dl. They took another 0.5 units. Customer reported that the battery died overnight. Customer had not been getting insulin since and its now 12 hours later. Customer got replace battery alarm at 2:50 am and at 3:21 am. Customer did not know how to clear alarms to be able to reboot the pump. Customer reported after some time with blood glucose of 560 mg/dl but that's because she ran out of insulin during the night. The insulin pump will not be returned for analysis.